Event description:
It was reported that low sensing was observed. Fluoroscopy revealed ventricle perforation. The lead was explanted and replaced. The patient was doing good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.